Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d224trk, bi-v ICD; implanted: (B)(6) 2013; model: 5076-45, lead; implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead exhibited chronic high threshold levels resulting in the patients bi-v implantable cardioverter defibrillator (ICD) triggering elective replacement indicator (eri) earlier than anticipated. The lead has been capped and replaced. The bi-v ICD has been removed and replaced. No patient complications have been reported as a result of this event.